Manufacturer narrative:
The lot number was built/package on afa line 12 from (B)(6) 2018 thru (B)(6) 2018. Review disclosed (B)(4) was initiated, then later was voided. All challenge, set-up and in process samples were performed according to the quality control plan and all passed per specifications. Received a 22ga iag bc catheter-adapter assembly connected to an extension set which was attached to a 30ml syringe. No physical-mechanical damage was observed on any of the components of the unit received. Water-leak test was performed by connecting the end of the adapter to a slip luer fitting. No leakage was observed. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter leaked from the connection at the catheter adapter. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection at the catheter adapter. There was no report of exposure, serious injury, or medical intervention.